Event description:
Orig surg 11/3/2006. Allegedly 42 head was used with a 52 cup. Should have been a 46 head. 38am-4635 # 056339974 implanted on 11-5-06

Manufacturer narrative:
Investigation is not complete. Event device code is addressed on package insert. Additional information has been requested from the surgeon and the user facility. This report will be amended when the investigation is complete.